Manufacturer narrative:
(B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the device not working, the patient said the machine was old and the control buttons were not working properly. When asked what steps were taken to resolve the device not working, the patient said they are requesting a new machine as it is over 8 years old which conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The reported that device was not working. There was no symptom reported regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.